Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full), oophorectomy (bilateral).). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the menorrhagia, dysmenorrhoea, abdominal pain and iron deficiency anaemia had resolved and the psychological trauma, vaginal infection, vaginal discharge, gastrointestinal disorder, alopecia, hormone level abnormal and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, gastrointestinal disorder, hormone level abnormal, iron deficiency anaemia, menorrhagia, pelvic pain, psychological trauma, vaginal discharge, vaginal infection and weight decreased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: reporters details updated and patient demographics were added. Essure indication updated. On (B)(6) 2006, she implanted essure (previously reported as 2006). On (B)(6) 2011, she explanted essure. Injury events was updated to dysmennorhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), anemia, psych injury, vaginal infection, vaginal discharge, gi conditions, hair loss, hormonal changes, weight loss. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('pelvic abcess'), tubo-ovarian abscess ('tubo-ovarian abscess'), pelvic pain ('pelvic pain') and back pain ('lower back pain') in a 29-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, obesity, gastric bypass and left lower quadrant pain. Concurrent conditions included gerd, globus feeling in pharynx, pannus (corneal), rash, dysuria, pyelonephritis, iron deficiency, diarrhea, increased urinary frequency, leukocytosis, pelvic fluid collection and adenomyosis. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), nifedipine (nifedine) and omeprazole. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced back pain (seriousness criteria medically significant and intervention required). In (B)(6) 2006, the patient experienced abdominal pain ("abdominal pain"). In 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2008, the patient experienced dysuria ("bladder or urinary problems or changes,"), 2 years 1 month after insertion of essure (ess205). In 2008, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract (uti),") and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced ovarian cyst ("tumor / teratoma /cancer type: ovarian cyst;") and vaginal cyst ("tumor / teratoma /cancer type: vaginal cyst"). In 2011, the patient experienced hot flush ("hormonal changes describe: hot flashes"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full), oophorectomy (bilateral). And vaginal hysterectomy/salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic abscess, tubo-ovarian abscess, psychological trauma, vaginal infection, vaginal discharge, gastrointestinal disorder, alopecia, hot flush and weight decreased outcome was unknown, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, iron deficiency anaemia, dysuria, dyspareunia, ovarian cyst, vaginal cyst, fatigue and back pain had resolved and the urinary tract infection was resolving. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, dysuria, fatigue, gastrointestinal disorder, hot flush, iron deficiency anaemia, menorrhagia, ovarian cyst, pelvic abscess, pelvic pain, psychological trauma, tubo-ovarian abscess, urinary tract infection, vaginal cyst, vaginal discharge, vaginal infection and weight decreased to be related to essure (ess205). The reporter commented: discrepancy noted:date(s) of insertion: (B)(6) 2006, (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2010: findings: there is no evidence of inflammatory changes. Essure coils are present. There is a right ovarian cyst, measuring 4 cm in size.. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2011: impression: post hysterectomy: irregular shaped left adnexal mass with complicated cystic central focus.; on (B)(6) 2011: impression: negative for ovarian torsion. Hypoechoic left adnexal mass, increased in size since (B)(6) 2011. This appears to indent the ovary, but whether this is an adnexal lesion or arising from the ovary is difficult to discern. However, given prior findings, I am most suspicious of a residual or recurrent. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs+mr received. New events: pelvic abscess, tubo-ovarian abscess, hormonal changes describe: hot flashes, infection (bladder/ urinary tract/vaginal) type: uti, bladder or urinary problems or changes, dyspareunia (painful sexual intercourse), tumor / teratoma/ cancer type: ovarian cyst; vaginal cyst, pain, fatigue were added. New reporters, plaintiffs information added. Concomitant conditions, drugs added. Past medical history and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.